Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified; however, customer reported using infusion sites for 5-7 days each. Customer was instructed to change trusteel infusion sets every 48 hours per the user guide. Customer changed pump supplies and was able to resume insulin delivery. Customer's blood glucose was 302 mg/dl.